Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that they observed reaction washer 4 probe dripping into the cuvette segments on the atellica ch 930 analyzer. The customer also reported a falsely depressed calcium (ca) result and 6 falsely depressed creatinine_2 (crea_2) results that were obtained on the analyzer. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the instrument and confirmed the customer¿s observation. The cse replaced valve 22, primed the system with water and cleaner, ran auto check twice, and ran quality control (qc), which recovered acceptably. Siemens further evaluated the event and concluded that droplets from reaction washer probe, which attributed to diluted sample reaction in reaction cuvettes, potentially contributed to the falsely depressed ca and crea_2 results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely depressed calcium (ca) result was obtained on a patient sample and falsely depressed creatinine_2 (crea_2) results were obtained on 6 patient samples on an atellica ch 930 analyzer. The erroneous results were reported to the physician(s). The samples were repeated on an alternate atellica ch analyzer. The repeat results recovered higher than the erroneous results and were reported, as the correct results, to physician(s). There are no known reports of adverse health consequences due to this event.